Event description:
Customer reported a malfunction occurring on their pump with a malfunction code identified as "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts decided to replace the malfunctioning pump, and arrangements were made for an out-of-warranty loaner pump while the customer transitions temporarily to multiple daily injections as backup therapy.